Manufacturer narrative:
Section d4: catalog number and serial number: corrected. Section h5: labeled for single use?: corrected. Section h8: usage of device: corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect, low voltage hazard, and no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file captured power cable disconnect, low voltage hazard, and no external power alarms due to temporary losses of power while connected to the mpu on 13jul2023 from 2:23:06 to 2:23:43, 19jul2023 from 0:49:49 to 0:50:34, and 21jul2023 from 0:48:51 to 0:49:26. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. It was reported that the mpu was not exchanged or removed from service. Additional information provided stated that the alarms were caused by a power outage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional clarification received on 02aug2024 reported the the cause of the alarms was a brief power outage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the log files were submitted for review and captured intermittent low power hazard/power cable disconnect/no external power alarms on the mobile power unit (mpu) that appear to have been caused by the power to the mpu being briefly interrupted.